Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2576885 and 2406404 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup. After review of medical record for MDR reportability, patient was revised to address painful metal on metal hip replacement. Doi: (B)(6) 2008; dor: (B)(6) 2011 (left hip).